Event description:
On (B) (6) 2010 the lay user/reporter contacted lifescan alleging that the onetouch ping meter does not turn on. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. At 9 pm on (B) (6), the patient reportedly started vomiting and had stomach pain. When the reporter (the patient's mother) went to test the patient at 4:30 am on (B) (6), she said the meter would not power on and the patient was still having symptoms. The patient was reportedly given more food/drink between 4 and 6 am. Later that morning around 9 am, the reporter allegedly brought the patient to the emergency room where the emergency staff tested him and reportedly obtained a result over 400 mg/dl. The emergency room staff reportedly gave the patient some IV fluids at 9:05 am because the patient was dehydrated. The patient was then reportedly admitted to the hospital where they gave him insulin intravenously. The patient's diabetes is normally managed through an insulin pump. According to the troubleshooting performed with customer service, there was no misuse of the product. The meter powers on when pressing the power button and inserting a test strip. This complaint is being reported because the patient felt symptoms when the meter did not function and was reportedly given inappropriate treatment, which could have led to what was reported as a dehydration necessitating medical treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.